Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a message indicating the device had gone to single zone tachy therapy and brady therapy. It was reported the patient had received a shock prior to device interrogation. Boston scientific technical services (ts) discussed device functionality was limited and device replacement. An invasive procedure was performed and the device was successfully replaced. No additional adverse patient effects were reported.